Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient indicating that cause of lead malfunction is unknown. They note they got the same alert in january and hcp confirmed high impedances. Issue remains unresolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the patient indicating that the cause of their hand shaking remains unknown. They visited their doctor, but the cause could not be determined. However, the issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt). Pt reported the cause of the battery depleting faster and the oor was the lead 2 malfunctioning. Pt reported troubleshooting included bypassing lead 2 until the cause of the lead malfunctioning is discovered. The issue has not resolved at the time of this report.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said that on saturday morning they woke up and their right hand was shaking really bad. Patient said that they checked their device and it was at 60% so they increased the stimulation to 100%. Patient said most of saturday didn't help and their hand was jumping around too much so they started to go to the ER. Patient then said that yesterday they got a message on their handset that said out of range, contact clinician, providing less than requested therapy with service code 2703. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received form patient indicating that issue has returned as the last week or so they had been feeling kind of shaky. Patient said they usually charge their implant on sunday and implant was usually at 40% but this sunday the implant was down to 10%. Patient charged their implant to 100% on sunday and today they checked the implant battery and it was already down to 60%. Patient said they used the therapy application to check their settings and saw a message that said 'out of range, contact your clinician, the neurostimulators is providing less than the requested therapy. Service code: 2703. ' patient confirmed they were able to bypass the message. Patient will charge implant to full. Patient denied any falls or accidents. Patient mentioned that they recently got an apple watch and they saw online that some people didn't like the apple watch with their dbs monitors because of the magnets involved in the apple watch. Agent reviewed compatibility info. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.